Event description:
Customer reported abo mistypes on forward abo retypes for donor samples tested on the galileo. Customer stated the donor segments are known a, rh positive and they are being reported by the galileo as o, rh positive. Customer states that the donor segments were repeated on the galileo and the expected abo results were reported.

Manufacturer narrative:
Customer also reported centrifuge errors. A service call was made. Adjustments were made and the instrument performed as expected. The customer also changed the lot of anti-a reagent used for testing and the instrument performed as expected. Customer returned two vials of anti-a (murine monoclonal) series 1 for investigation testing. Fwd_abo testing was performed on an in-house galileo with returned vials of anti-a, lot 101673; retention anti-b (murine monoclonal) series 3, lot 203225, retention anti-d (monoclonal blend) series 4, lot 504692, and retention monoclonal control, lot 492026 using donor segments. One segment was flagged as "clot detected" during testing using returned vial "b" of anti-a. All other segments were interpreted as expected with both returned vials of anti-a, lot 101673. No abo discrepancy was observed.